Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific recently received information that over one year ago a lead dislodgment occurred on this right atrial lead. A revision procedure was performed a week after implant which successfully repositioned the lead. No adverse patient effects other than the additional procedure were reported.